Manufacturer narrative:
The device and the primer battery were further evaluated by physio control and the reported issue was verified. A cause of the reported issue could not be determined.

Event description:
A third party service agent contacted stryker to report that their customer's device had experienced sudden battery depletion. Upon initial evaluation, stryker observed that the downloaded data showed that the device's battery had suddenly depleted during its daily automated self-test. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted stryker to report that their customer's device had experienced sudden battery depletion. Upon initial evaluation, stryker observed that the downloaded data showed that the device's battery had suddenly depleted during its daily automated self-test. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.